Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and lost sensor. The customer's blood glucose reading was 389 mg/dl at the time of incident. Troubleshooting assisted with clearing the alarms and customer indicated that his blood glucose shot up to 443 mg/dl. Customer declined troubleshooting for the high blood glucose.